Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his insulin pump kept alarming failed battery test and that his display recently became blank. The patient's blood glucose at the time of incident was 183 mg/dl. Troubleshooting was initiated and it was discovered that the battery compartment spring was corroded. The customer confirmed that his most recent failed battery test alarm was due to using a previously used battery. The customer changed the battery and the display returned. The alarm did not recur either. However, the customer did not want to troubleshoot for the prior failed battery test alarms. The customer would reveal the battery's expiration date. The customer provided contradictory information about whether or not the battery was stored in the refrigerator. No products were returned or replaced.